Event description:
A metal fragment was found in a breast cancer tissue during mammography. The metal fragment was subsequently removed at the hosp during surgery to excise the cancerous tissue. It is known that the patient had a biopsy inspection using 16g biopince at other clinic several months before the above surgery.

Manufacturer narrative:
Per the distributor, the doctor did not say that the patient suffered ill effects caused by the metal fragment. The doctor noticed the metal piece in a cancer tissue by a mammography before the surgery and it was removed from the cancer tissue after the surgery. The complete complaint device was not returned for analysis. Only the pincer fragment from the complaint device was provided. Additional information requested regarding the incident was not received. Without the actual device and additional information, a definitive root cause of the reported complaint was not determined. A review of the device history record could not be performed because neither the product # nor the lot # was provided. Biopince biopsy instruments are 100% inspected at repeated stages in the manufacturing process. No other similar complaints have been received regarding a piece of metal fragment being left in the patient. The material used to manufacture the pincer is 304ss, which is biocompatible. Another potential root cause of the reported complaint could be related to the type of tissue being sampled. Dense tissue may affect the function of the device/damage the pincer. The IFU states to verify the integrity of the needle before cocking the instrument and after firing(s). If the needle is damaged, discard the entire device and prepare a new instrument.